Manufacturer narrative:
Upon further review, the awareness date for complaint creation was updated to 14feb2020. An additional complaint was created upon receipt of 2nd product with different batch number. Associated medwatch report 9610612-2020-00068 (400464243 fw965r), 9610612-2020-00215 (400474344 fw965r).

Manufacturer narrative:
An additional complaint was created upon receipt of 2nd product with different batch number. Associated medwatch report: 9610612-2020-00068 (B)(4). (B)(4). General information: intra operative incident. The instrument arrived in decontaminated condition. Consequences for the patient: unknown. Information has been requested at the clinic least three times. Investigation used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. 2000024840. Digital-camera "panasonic dmc tz8". We made a visual inspection of the instrument, especially the tip. Here we found that both pick- up pins are bent and exhibit strong signs of wear and tear shows an extract of the drawing of the instrument tip. In the next step we investigated the ratchet mechanism of the instrument. This mechanism works properly and shows no abnormalities. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we suspect, that the instrument was not correct / fully attached at the implant. With the pins inserted fully in the implant, a bending of the pins is not possible. Corrective action according to sop (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with activ l instruments. It was noted that the forceps tip was "broken" during distraction of activ l endplate. The procedure was a lumbar total disc replacement. This incident did not cause or contribute to serious injury. This incident did cause a 5 minute delay in surgery. No additional intervention was mentioned on the submission form. Additional cc notification number (B)(4) was created. Associated medwatch report: 9610612-2020-00068 (B)(4).